Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately measuring 0.185" x 0.675" was found to be broken off. The broken piece was returned connected to the instrument by the conductor wire. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The instrument was also found to have multiple input disks broken. Hairline cracks were found on grip input shafts. The complaint was confirmed by the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that the force bipolar had broken jaws. There was no report of patient involvement.